Manufacturer narrative:
On(B)(6) 2017 the patient matched department performed the review of the case with the following comments: we did not receive any x-ray, therefore no extra analysis is possible. Our analysis of the process of this case found no deviations from the standard procedures. All the steps have been performed correctly. Batch review performed on 06 february 2017. Lot 162638: (B)(4) items manufactured and released on 28 july 2016. Expiration date: 2021-07-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
The patient came in complaining of instability. The surgeon revised the 10mm insert for a 14mm insert. The surgery was completed successfully. X-rays and explants are not available.